Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 41 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of uterus enlarged, anemia, menorrhagia, overweight, low back pain, breast pain, urgency urination, pelvic pain female, parity 3, multi gravida, ovarian cyst and uterine fibroid. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2016, 1051 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-n. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 28.516 kg/sqm. [Hysterosalpingogram] on (B)(6) 2014: clinical history: post essure findings: early filling of the endometrial canal demonstrates no filling defects. Subsequent filling opacified the uterine cornua bilaterally, and the essure devices are appropriately positioned. No contrast was seen along the course of the essure devices or peripheral/distal to them. Impression: normal appearance, status post essure device placement, as above. [Ultrasound pelvis] on (B)(6) 2013: history : assessing for location of iud placement interpretation: both transabdominal and endovaginal scanning is performed. Uterus is centrally located within the endometrial cavity. The endometrium is normal in thickness, measuring 4 mm in combined ap diameter. The overall size of the uterus is normal, measuring 10.2 x 6.0 x 6.5 cm. A small lower density region is seen in the ventral body of the uterus, likely a small fibroid measuring approximately 8 mm. The uterus is otherwise unremarkable. Right ovary is normal and unremarkable. Left ovary contains a 2.9-cm simple cyst. Left ovary is otherwise unremarkable. Incidentally noted is a small nabothian cyst in the region of the cervix on endovaginal scanning. Impression: iud in normal position. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 15-nov-2023: reporters,medical history, lab data, patient information,indication,removal date,event onset date, added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 41 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2016, 1035 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-n. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available the most recent follow-up information incorporated above includes data received on: 04-apr-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 41 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2016, 1035 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-n. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.